Manufacturer narrative:
C6tr01 crtp implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. No further patient complications have been reported as a result of this event.